Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the anomaly is due to a misuse of kineverif software: design to be run from a computer and never from an usb stick. (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that a software failure was detected. A communication error has been identified. There was no patient involvement reported.